Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was not confirmed. Additional findings such as the device¿s inability to be started and no image being displayed when the connector was wiggled were confirmed via device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, the device¿s inability to be started and no image being displayed when the connector was wiggled was unable to be identified. However, it¿s likely the causes are related to a faulty printed circuit board and plug unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had a frozen image. There were no reports of patient harm, no delay, and the patient was not under anesthesia.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.